Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during radial artery branch dissection, plastic covering of jaws broke free from the device. Physician was able to retrieve the piece from the patients arm using another hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro during radial artery branch dissection, plastic covering of jaws broke free from the device. Physician was able to retrieve the piece from the patients arm using another hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected from "malfunction" to "serious injury" corrected from "product problem" to "adverse event & product problem" (B)(4) the hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the jaws and on the harvesting tool handle. The silicone insulation on the cold jaw was completely in tact. A microscopic inspection determined that the heater wire was slightly flexed at the center of the hot jaw. The wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Based on the condition of the device as found, the reported failure "peeled jaw was not confirmed but was confirmed for the analyzed failure "bent; wire".